Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The unit was investigated on-site by our field service engineer (fse), after reconnecting the device expiratory channel printed circuit board (pcb), control and monitoring pcb, the device was found working according specifications and was handed over in proper working condition. The evaluation of the received device logs show that the last successful pre-use check before the event was performed during (B)(6) 2018, more than two and a half years before the event. It is recommended to always perform a pre-use check immediately before use on a patient. The technical log shows that technical alarms leading to ventilation stop, indicating disable valves , lost communication with the monitoring and expiratory channel pcb, had been generated since the year 2020. Since no parts were replaced or returned for technical investigation, the root cause of these generated alarms cannot be established.

Event description:
It was reported that the ventilator generated an error indicating disabled valves. There was no patient harm. Manufacturer ref.#: (B)(4).